Event description:
Healthcare professional (hcp) reported injecting a patient with two syringes of juvéderm voluma® xc on each cheek and one syringe of juvéderm vollure¿ xc into the lips and perioral area. Two weeks later, hcp injected the patient with one syringe of juvéderm voluma® xc on both cheeks and 0.2 ml of juvéderm vollure¿ xc on the lips. Approximately 3 months later, patient began to experience "firmness, nodules, and swelling in the lips and perioral area" as well as cheek swelling and a "tender spot" on the left cheek. Six days later, hcp treated the patient with 2 vials of hylenex to the lips and ergotrid area above the upper lip. Patient was also started on a medrol dose pack. One week later, patient experienced a (non-device related) sinus infection that was treated with 1000mg amoxicillin twice a day for ten days. One week later, hcp treated the patient with one vial of hylenex on the ergotrid area and left upper lip. Symptoms are ongoing. This relates to the first injection of juvéderm vollure¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.